Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
S/w ver. 4.11e. Retainer ring = black. On (B)(6) 2021 the customer reported short battery life. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool reveals that the following related alerts/alarms occurred in high frequency around the event date: 104=low battery alert--5 alerts from (B)(6) 2021 00:02 to (B)(6) 2021 17:14. Each alert is within the expected interval of 2 weeks of one another. The adapt tool did not list any unusual pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After inserting a known good pcba2 and a known good pcba1 into the test case, the sleep current measurement fell within specs. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the sleep current measurement read high, but after inserting a known good pcba2 onto the test pcba1 and then into the test case, the sleep current measurement fell within specifications again. In summary, the customer¿s report of short battery life was confirmed during testing. The high sleep current measurement and the "low battery", "change battery", and "failed battery" alerts are due to a hardware problem isolated to pcba2. (B)(4).